Event description:
Spontaneous call from (B)(6) at (B)(6) hospital, patient is at the emergency room for a pump issue it appears her line is occluded. No further information/details provided. Reported to (B)(6) by: patient/caregiver.